Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.1 failed. The user attempted to ¿unfail¿ the drawer, but displayed ¿do not restart¿, then the station proceeded to reboot by itself. Also tried powering off and on again, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 had failed. A field service engineer (fse) identified that the pyxis bus ribbon cable had a break and was shorting on the chassis. The fse replaced the pyxis bus cable, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.